Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.

Event description:
It was reported that the patient had skin irritation at her infusion site. She moved the infusion site and the new site became irritated as well. The patient experienced a fever and went to her doctor. She was prescribed antibiotics to treat the skin irritation. The infusion sets were discarded; therefore, no product could be requested to be returned for product evaluation.